Manufacturer narrative:
Method: actual device not evaluated. Result: no results available since no evaluation performed. Asp investigation summary: the investigation included a review of the device history record (DHR) and system risk analysis (sra). Per the supplier, no anomalies were observed that would contribute to the customer's experienced issue. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." Product was lost or scrapped during transit. No evaluation could be performed. The cause of the issue could not be verified with the information available. However, it is unlikely that the issue was with the product as the customer stated that load items were covering the tape. It is unlikely that the issue was with the unit as the cycle completed and no issues were reported with the unit prior to this event. The issue will continue to be tracked and trended.

Manufacturer narrative:
Brand name - the correct brand name is sterrad® sealsure chemical indicator tape. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14202. Lot number - the correct lot number is 02115.

Event description:
The customer reported the sterrad sealsure chemical indicator tape did not change color correctly after a completed sterrad 100s cycle. It is unknown if the affected load was recalled or released for use. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad sealsure chemical indicator tape not changing color correctly.